Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass, also cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump was discolored. The customer's mother reported that there were blotches of colors along the lines under the screen. The customer's mother reported that they could not see the half of the screen. The customer's blood glucose was 226 mg/dl at the time of call. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.